Manufacturer narrative:
H6: investigation summary: it was reported that the needle was found with glue dripped down the side of the needle. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging blister, but has the plastic shield. A visual inspection was performed and there is an epoxy drip over on the needle about 1/4" long and 1/4" from the needle hub. There is also an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle and plastic hub. A device history record review was completed for provided material number 305196, lot number 0281069. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that needle 18x1-1/2 rb had glue on the needle. The following information was provided by the initial reporter: material no: 305196 batch no: 0281869. It was reported that the needle was found with glue dripped down the side of the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18x1-1/2 rb had glue on the needle. The following information was provided by the initial reporter: material no: 305196, batch no: 0281869. It was reported that the needle was found with glue dripped down the side of the needle.